Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a5dr01 ipg, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r waves (ffrw) oversensing was noted on the right atrial (ra) lead during ventricular tachycardia episode. The ra lead remains in use. It was also noted the right ventricular (rv) lead exhibited high threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.